Event description:
During a coronary stenting procedure to a calcified and tortuous lesion in the lcx, lesion was predilated with a maverick balloon and then again with a quantum, high-pressure balloon. The physician attempted to advance a 2.5 x 23mm cypher stent to the lesion; however, it would not cross the calcified, acute bend in the takeoff of the vessel. He attempted to place a second "buddy wire" but was not able to get the wire into the vessel. He withdrew the cypher sds into the guider and decided to abort the procedure, pulling back the guider, wire and sds as a unit. At that time, he noted that the stent had dislodged in the ostium of the lcx and was protruding into the lma. The physician used a snare device to eventually (after four hours) remove the stent. The procedure was aborted and the lesion was not treated. The patient was administered angiomax and integrilin during the prolonged procedure. The patient was discharged from the procedure in stable condition; however, four days later, while still hospitalized, the patient experienced an intra-cranial hemmorrhage and expired.

Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days of receipt.